Event description:
Complainant alleged that the nurse was attempting to pace a patient (age and gender unknown), but there was pacer no output to the patient. The nurse was immediately able to obtain another device to successfully pace the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.